Event description:
It was reported that during use the left ventricular (lv) lead exhibited non capture and high thresholds.  The lv lead was programmed off and remains in the patient.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439888 lead implanted: (B)(6) 2015; dtpa2q1 crt-d implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.